Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.283¿ x 0.145¿ was broken but still attached to the instrument. As a result of the broken main tube, the instrument got stuck in the trocar and was returned with the cannula and seal still attached. The instrument housing was removed, and the clamping pulley screws were loosened to separate the main tube from the proximal clevis. Visual inspection found all internal cables to be still intact and no material was found missing. There was no damage found to the cannula. There was damage noted on the seal. The complaint was confirmed by the failure analysis evaluation.

Event description:
It was reported that after the davinci assisted surgical procedure, the prograsp forceps could not be removed from the cannula. The procedure was completed. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument could not be straightened and was bent at the joint. The port was made into a "slightly larger incision, maybe a total of 10cm to remove with the inner cannula".